Event description:
Subsequent to the previously filed report, additional information confirmed that when the needle plunger was removed after deployment there was no connection between the suture and plunger (suture break). No additional information was provided.

Manufacturer narrative:
The device was returned and visual inspections were performed. The reported suture separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, after deployment, it was noticed that there was no knot present. The whole suture was pulled out as a single unit. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.